Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was generating heat. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged, the cord was damaged, the braided stainless-steel wire tether was damaged/came off, the wire was damaged, the device was making excessive noise, there was component damage, and the device was generating heat. It was further determined that the device failed pretest for visual assessment, cable assessment, no short circuit between sensor gnd and connector body, noise assessment, air pump assessment, and handpiece temperature assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.